Manufacturer narrative:
The report states: litigation alleges that patient has experienced severe pain and discomfort, which affected her ability to walk, move and sleep; infection; grinding sensation; and elevated metal levels in the blood. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. It is not likely the devices contributed to the patients reported infection three years after implantation. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Ref. (B)(4). The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Manufacturing narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced severe pain and discomfort, which affected her ability to walk, move and sleep; infection; grinding sensation; and elevated metal levels in the blood.